Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and abdominal pain. Essure was removed 1.5 years after its placement. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 30-mar-2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On an unspecified date the consumer experienced heavy bleeding, painful menstruation, severe lower back pain and abdominal pain. Essure was removed on (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and abdominal pain. Essure was removed 1.5 years after its placement. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required a product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.